Manufacturer narrative:
(B)(4). Concomitant medical products: unknown baseplate, unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, [product location unknown]. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. The root cause of the reported issue is attributed to use error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial shoulder arthroplasty with comprehensive reverse system. Subsequently revised for the glenosphere becoming disengaged from baseplate. It occurred outside of or. Surgeon didn't feel there was anything wrong with product, he felt he did not impact it sufficiently on initial surgery. No additional information is available from the event.